Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
A study reported a clinical adverse event received for severe knee pain, the cause of which is unknown. No further information is available.

Manufacturer narrative:
(B)(4). MDR-report #: mw5176647. MDR-report key: (B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G2 ¿ unknown which country the event occurred in. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.